Event description:
My long term partner had a second hip replacement in 2007. It was promoted as "latest, best, bigger and better", metal I believe, manufactured by smith & nephew. Shortly after the surgery, he began having severe symptoms of pain in the hip and groin which were dismissed by his surgeon and attributed to his back. For the next three years, he pursued multiple doctors and treatment modalities in an attempt to eliminate the pain. The symptoms expanded including a limp. By 2010, the original surgeon decided to replace the metal hip with a more traditional model and that was done in (B)(6) 2010. My partner insisted on having the 2007 implanted hip so it is now in a container on a closet shelf and I have been considering its disposition. Sadly, the patient who walked into the hospital in (B)(6) 2010 died during that hospitalization on (B)(6) 2010. The patient gave his life while all the medical bills, including doctors, hospitals and manufacturers were paid. There are many issues surrounding this death that I hope will be pursued.